Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked case at display window corner, cracked lcd window, cracked reservoir tube lip and missing end cap sticker. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks on the battery compartment and around the display window. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.